Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the observed discrepancies were consistent with situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. Customer care recommended the user re-link their sensor to clear calibration history and any possible calibration misalignment. Per dms review post re-link, the user was using the system with up to date information.